Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H4: the lot was manufactured between august 20, 2024 ¿ august 21, 2024. The device and photo sample were received for evaluation. A visual inspection was performed on the photo sample, and a white drug precipitate at the blue winged luer cap was observed. A visual inspection was performed on the returned sample, and fluid inside the bag that contained the device was observed. Dried white powder on the blue winged luer cap and on exterior surfaces of the device's bottle was also observed. The dextrose solution that was filled inside the device's bladder had leaked inside the bag and overtime had turned the solution into dried white powder. The leak was observed to be coming from an untightened winged luer cap. No signs of surface roughness were observed inside the blue cap when inspected under the microscope. A functional leak test was performed after ensuring the winged luer cap was securely connected to the device, and no leaks were observed. The reported condition was verified. The cause was determined to be use error by not securely tightening the winged luer cap. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During an evaluation of a returned large volume infusor, a leak was observed from an untightened winged luer cap. No additional information is available.